Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted five small needles and five large needles were observed in the provided image. All five small needles were disengaged from any suture. Three of the five large needles were observed to be detached from any suture. It was reported that the needle and thread were detached. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36, (lot #a3m1830y); cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36, (lot #a3m1830y); cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36, (lot #a3m1830y); cl-914, cl-914 polysorb* 0 vio 90cm gs24 x36, (lot #a3m1830y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section, issues arose with the five cl-914 polysorb* 0 vio 90cm gs24 x36 suture while suturing the uterus. The needle and thread were detached. To resolve the issue, a separate needle was taken and threaded, and an itinerant doctor was asked to provide another suture. There was no patient injury.